Event description:
It was reported that one exactamix 2000 ml eva tpn bag ruptured and leaked after compounding and prior to delivery to the patient. The leak occurred 'at the top center of the bag along the arc below the hole to hang the bag'. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing of sample was performed, and no leaks were identified from the administration spike port bonding area on the returned companion sample. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.